Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing during high rate atrial episodes was observed on stored and current electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.